Manufacturer narrative:
It was reported that the patient has loosening of the tibial implant. A revision surgery is planned to exchange the poly inserts and tibial tray. Review of the device history record indicates that the device was designed and manufactured to specification.

Event description:
It was reported that the patient has loosening of the tibial implant. A revision surgery is planned to exchange the poly inserts and tibial tray.